Event description:
Customer reportedly received the following blood glucose results on the aviva system within 10 mins: 131 mg/dl, 228 mg/dl, and 355 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.